Event description:
It was reported that the outer layer of the inflatable penile prosthesis (ipp) cylinders adhered to the corporal bodies and separated from inner layer when removing the device. There was no fluid present in the device. The implants were removed and replaced. There were no patient complications.

Event description:
It was reported that the outer layer of the inflatable penile prosthesis (ipp) cylinders adhered to the corporal bodies and separated from inner layer when removing the device. There was no fluid present in the device. The implants were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed and inspected. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had proximal damage that was the result of a sharp instrument consistent with explant. A large tear to the outer tube with broken fabric threads was also noted. Cylinder 1 exhibited a large hole in the inner tube causing in a leak; the cylinder was not pressure tested as a result. There was no damage to the inner tube of cylinder 2 and it passed leak and pressure testing. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump tubing was worn down to the filament; no leak was present. Activation testing was performed and the pump required force in excess of specification to activate. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis was unable to confirm the allegation related to a fluid leak and adhesion; however, product analysis concluded the pump anomaly was the most probable cause of the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. A review of the ams 700 hazard analysis was completed. Mechanical difficulty with the device and adhesion, encapsulation and scarring tissue damage are included as hazards, although the appropriate hazardous situation could not be identified with the limited information provided. The as reported events of this complaint therefore do not represent a new hazardous situation. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the pump identified pump anomaly. The adverse event of mechanical difficulty with the device and adhesions are known as of a risk of the device and is included in hazard analysis.